Event description:
The device involved in this case has been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case has failed functional testing due to the fact that one of the test strips had a white mark on the top left hand side and that the test strip was cut incorrectly. If any add'l info is available, the FDA will be notified in a follow up report. At this time, co considers this matter closed.